Event description:
It was reported that this pacemaker system was having difficulty completing a remote interrogation. It was reported that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed and they were successful. The remote communicator displayed a red call doctor icon. The patient was referred to contact their clinic regarding the red call doctor icon. The red doctor icon was displayed due to the right ventricular (rv) lead for this pacemaker system exhibiting high out of range impedance measurements. This device remains in service. No adverse patient effects were reported.